Event description:
Baxter reported that a leak was found at a cassette after therapy had completed. There was no patient injury or medical intervention associated with this incident according to baxter japan.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line for trends and will take corrective / preventative action as appropriate.